Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the cvc was installed in a pediatric patient and "on day 4 of the installation, he presented a leak in one of the lumens". "During the hospitalisation, on (B)(6) 2023, a large leak was observed , apparently at the insertion site of the central venous catheter (cvc) located in the right subclavian artery installed on (B)(6) 2023. The state of the 3 lumens was checked by infusing physiological saline, with the proximal and distal lumen refluxing and infusing without difficulty , while the medial lumen showed an abundant outflow of saline. Sedation is administered to the patient for puncture and installation of a 13-cm, 3-lumen 4 fr central venous catheter (cvc), which is fixed with fixation points at the insertion site, one in both orifices of the cvc fixation system, at 10 cms. The 3 lumens reflux and infuse without difficulty."

Event description:
It was reported the cvc was installed in a pediatric patient and "on day 4 of the installation, he presented a leak in one of the lumens". "During the hospitalisation, on (B)(6) 2023, a large leak was observed , apparently at the insertion site of the central venous catheter (cvc) located in the right subclavian artery installed on (B)(6) 2023. The state of the 3 lumens was checked by infusing physiological saline, with the proximal and distal lumen refluxing and infusing without difficulty , while the medial lumen showed an abundant outflow of saline. Sedation is administered to the patient for puncture and installation of a 13-cm, 3-lumen 4 fr central venous catheter (cvc), which is fixed with fixation points at the insertion site, one in both orifices of the cvc fixation system, at 10 cms. The 3 lumens reflux and infuse without difficulty."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.